Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that during a xlif left side procedure, when the surgeon attempt to insert the cage into the l4/l5 intervertebral space, the connection point with the inserter of the cage was broken. The cage and fragments were recovered from inside of the body. And the surgeon completed the surgery using new same size cage. We did not obtain the broken cage since the hospital discarded them. This event occurred in japan.